Event description:
A malfunction occurred with the customer's pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and there were no recurrences of the malfunction afterward. The customer was advised to continue using the pump and to contact technical support if the issue reappears.